Event description:
It was reported that the field noted there was post sensed t wave oversensing on the device. The patient did not receive any therapy and the oversensing was also noted on the devices stored electrocardiograms. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.